Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the chatt (B)(4) dsii electrodes. The treating facility reports the patient was under going treatment for low back pain utilizing interferential current (ifc) with a pain utilizing interferential current (ifc) with a constant voltage setting of 30v then adjusted to 25v. Per the treating facility, after treatment, burns to the right and left side of the lower back and the left buttocks were visible. The area was cleaned and the patient was advised to apply ointment to the affected areas. Later that evening the patient went to the local emergency room, and was diagnosed with 2nd degree burns to the low back and left buttocks. Patient received pain medications and silvadene for burns.